Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of motor error with their insulin pump. The customer's blood glucose level at the time of incident was 121mg/dl. The customer states the presence of a motor position encoder error alarm. The customer was assisted with troubleshoot. The customer was advised to discontinue use of the device, and that it would need to be replaced. The insulin pump is being returned for analysis and replaced.

Manufacturer narrative:
The insulin pump alarmed during rewind due to motor encoder signal out of phase. Unable to verify motor error alarm or e70 alarm due to alarms. The insulin pump was received with cracked case at the display window corner, reservoir tube lip and minor scratched display window.